Manufacturer narrative:
The reported complaint of a user advisory - (ua)41 (patient temperature sensor failure) on the autopulse platform (serial #(B)(4)) was not confirmed during initial functional testing but confirmed in the archive data. No error or fault was observed on the autopulse platform during power on, it functions as intended. Although, (ua)41 error message was not reproduced, the storage and shift check conditions are not known. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause (ua)41 error messages in rare cases. Unrelated to the reported complaint, damaged motor and encoder covers on the returned ap platform was observed during visual inspection. These types of damages is a characteristic of wear tear as a result of an aging device. The autopulse platform was manufactured in december 2007 and it is nearly 12 years old, well beyond its expected serviceable life of 5 years. The damaged covers were replaced. During archive data review, multiple (ua)41 occurred but date and time were corrupted. To address the time and date issue, the processor board needs to be replaced, however, returned ap platform is un-repairable due to processor board no longer available because of an aging device. Initial functional testing passed without any fault error. But as a precautionary measure, the temperature sensor cabling was replaced to avoid (ua)41 from re-occurring. After parts replacements, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua)41" (patient temperature sensor failure) error message upon powering on. No patient involvement.